Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level of 50s mg/dl. The customer stated that his blood glucose was 200s mg/dl. Customer declined to troubleshoot for low readings. Customer stated that they having issues with pump. Customer reports no led light flashing on charger. Customer has tried replacing the battery in the charger. The customer was advised that the a replacement will be shipped. The insulin pump will be returned for analysis.